Manufacturer narrative:
H9 continuation: (B)(4). This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician replaced air-in-line due to failed door open test, replaced right iui (inter-unit-interface) and u4 dim segment on display board. Based on the findings, service determined the reported issue was due to air-in-line kit electrical failure. Device history record: a review of the device history record showed the device had a manufacture date of 13jul2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the (B)(4) which confirmed similar complaints with the same or related failure mode for this customer.

Event description:
It was reported by the customer that the device fails the door open test. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported by the customer that the device fails the door open test. There was no patient involvement.